Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug eluting stent was advanced through a guidezilla ii catheter-guide extension and became damaged. A 4.00 x 32mm synergy xd drug eluting stent was then advanced through the guidezilla ii but was also damaged. A new guidezilla ii was opened and two of the same stents were deployed. No patient complications were reported.